Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days following the implant procedure, the physician alleged irritation of the by the right ventricular (rv) lead led to episodes of ectopy and non-sustained ventricular tachycardia. The physician attempted to surgically reposition the rv lead, but it dislodged and the helix would not extend normally. The physician suspected the rv lead had fractured. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. This report is being filed for additional information in b5, h6 and h10.

Event description:
It was reported that a few days following the implant procedure, the physician alleged irritation of the by the right ventricular (rv) lead led to episodes of ectopy and non-sustained ventricular tachycardia. The physician attempted to surgically reposition the rv lead, but it dislodged and the helix would not extend normally. The physician suspected the rv lead had fractured. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The lead was received for analysis.